Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(6). (B)(4). Investigation results: visual examination of the complaint device revealed the device did not have visual defects. Functional analysis was performed, and the balloon was able to be inflated; however, a leak was found due to a pinhole located near the distal bond of the balloon. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label as the device was pre-inflated. It is possible that the fact the balloon was inflated prior to the procedure that could have affected its performance and its intended purpose, leading to the observed failure and the reported adverse event. Based on the condition and evaluation of the returned device, the most probable root cause is failure to follow instructions since the problem was traced to the user not following the manufacturer instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the pancreatic ducts and papilla during a dilation procedure performed on an unknown date. According to the complainant, during preparation, the balloon was tested. It was noted that it inflated and deflated normally to a compliant pressure. Reportedly, the surgeon tried to inflate the balloon; however, the liquid was leaking. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.